Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The bar extension assembly in the new stryker leg holder had exposed carbon fibers when removed from package. Case type: no associated procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported issue: it was reported that the base bar extension was damaged. Product history review: review of the device history records indicate 75 devices were manufactured and accepted into final stock on 07/06/2018. Complaint history review: a review of complaints related to p/n 210070, lot 608499 shows no additional complaint(s) related to the failure in this investigation. . Inspection: inspection showed no damage to the part. Conclusion: the failure mode was not confirmed. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
The bar extension assembly in the new stryker leg holder had exposed carbon fibers when removed from package. Case type: no associated procedure.